Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a dim pink/faded display screen. Evaluation was completed with a test display screen, the display screen is showing a strong contrast. The display lens was found to be scratched and cracked at the edges. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.